Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies.there have been 1 other event for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure of left knee. It was reported that in opening a box marked for a size 4 implant, a size 3 implant was inside the box.. Another implant was quickly available but rep reported a surgical delay of 1 minute.

Manufacturer narrative:
An event regarding product mix involving a triathlon baseplate was reported. The event was confirmed by photographs and the returned device. Conclusions: the device and packaging was returned which confirmed that the device was nonconforming. Nc was issued on 04-jan-2018 for the product mix. Further investigation will be conducted and documented in the nc record. No further investigation is required at this time. Nc/CAPA results: lot aty4oa, p/n 5521-b-400 was packaged and sealed on 12 december, 2017. Lot atv7ia, p/n 5521-b-300 was packaged and sealed on 12 december, 2017. After discovering the issue, an oracle review of lot atv7ia showed that the entire lot remained in finished goods. The lot was pulled from fg and inspected. It was discovered that the whole of lot aty4oa was packaged and labeled as atv7ia. After this finding was made, the documentation and oracle transactions for lot aty4oa and atv7ia were reviewed and it was found that they were both packaged and sealed within minutes on the same day. A billings and orders report at the time had shown that 6 of 8 units from lot aty4oa had been shipped. The remaining 2 units of aty4oa in fg were placed on the hold and are known to be labeled incorrectly according to their documentation. Standard practice is to process an entire lot (inner and outer) before sealing another. If a discrepancy is found by the operator upon inspection, rework is performed. Video recordings had shown that a machine jam had occurred during the sealing of both cases and that inline rework was performed on the spot. Video recording also shows that each router was separated from the cases and then placed in incorrect bins. The operator was sealing and filling the router for the first case when the machine had experienced the sealing issues. When the first case was completed, the bin was closed and queued without including the router, which was left on a workstation next to the machine. When the operator began working on the second case, the machine again had issues, causing further distractions. This router for the second case was being filled at a nearby computer station. Once this case was completed, the operator grabbed the router from the first case at the workstation and placed it into the second bin. Upon returning to the computer station, the operator discovered the second router and found the case with the missing router (first case). The operator did a brief inspection and assumed it was for the correct pieces, including it with the wrong bin. The product is pre-assembled by a separate operator from the sealing operator as shown in the attached routers. This product is packaged between two pieces of foam dunnage but allows visibility on the product traceability codes. It is then placed in the inner blister and queued for the sealing operation. Further investigation found that these two lots were not in this close proximity for the prior and remainder of their manufacturing process. The only other near-timed process was product labeling and boxing, however this occurred at two different labeling stations, and by two separate operators. This operation is not trained to inspect for product engraving information as most product information is not visible within the packaging. Other sequences throughout the process that were performed on the same day were found in oracle to be differing in timing.

Event description:
Primary procedure of left knee. It was reported that in opening a box marked for a size 4 implant, a size 3 implant was inside the box.. Another implant was quickly available but rep reported a surgical delay of 1 minute.